Event description:
The event involved a primary plum set where the customer reported that an experienced staff member primed the primary plum set with saline as usual, and no issues or abnormalities were noted. The 011-cl2100 connector port from the 011-cl3520 pack was then connected to the plum 360 cassette clave. The 011-cl3520 line was connected to the chemo etoposide, and the 011-cl2100 served as the drug b line. There was no back-prime. Occlusion alarms occurred, and the b line could not be back-primed. The staff then unclicked the 011-cl3520 from the 011-cl2100, and chemo began to travel down the line and spilled from the bottom of the 011-cl3520. The staff clicked the 011-cl3520 line back to the 011-cl2100 port on the plum line cassette to stop the spill and then closed the roller clamp. It was also mentioned that the staff noticed the dripping but did not touch it. The chemo spill protocol was initiated and cleaned up. The lines were replaced, and therapy continued without further issues. It was noted that the clave on the plum 360 primary line was depressed. There was patient involvement and a delay in therapy, but no harm resulted from the reported event.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.